Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting intermittent farfield oversensing of ventricular activity in the atrial channel. Technical services (ts) as consulted and recommended reprogramming options. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and noise in this right ventricular (rv) lead and right atrial (ra) lead was noted. Inappropriate atrial tachy response (atr) were also stored. The leads had insulation breach and were replaced. The crt-d was also replaced per physician discretion. No additional adverse patient effects were reported. This product has not been returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).